Manufacturer narrative:
Update 03/23/2016 11:04 am ((B)(4)): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Update 02/26/2016 04:03 pm (B)(4): the product will not be returned ******************************************************************************************* update 02/26/2016 02:35 pm ((B)(4)): complaint 3 of 3. (B)(4). The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm loaded and would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. ******************************************************************************************* update 02/26/2016 12:44 pm: heartstring loaded and would not deploy. This occurred with three heartstrings the staff did not use this device and a new device was opened and used. After the three heartstrings would not deploy and fourth device was opened and it did deploy. Account would like three replacements for the devices that did not deploy. Ship to account attention (B)(6) or buyer